Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 19 was verified. The damaged cartridge investigation could not be performed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty removing the cartridge from the pump. Upon removing the cartridge from the pump, the customer observed that the cartridge appeared melted in appearance. The customer believed the cartridge had melted as a result from working outside in extreme temperatures. Additionally, it was reported that multiple cartridge alarms (alarm 19) occurred with multiple new cartridges during the load sequence. Blood glucose level was 181 mg/dl. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.